Event description:
A distributor in france reported an issue involving leaking cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was unable to provide a serial number, and no additional corrective actions or information regarding the outcome of the event were reported.